Event description:
According to the reporter, intraoperatively, instead of the included 18g puncture needle, another 18g cannula needle was prepared and used to puncture it. However, the guidewire did not pass through, so a 16g cannula needle was used and the procedure was continued. The guidewire passed through the cannula needle, but it did not come out anymore. When a small amount of force was applied to pull it out, the coiled guidewire was damaged. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that one catheter, with a frayed guidewire that was stuck within the venous extension line and cannula shaft. There proved to be resistance when trying to remove the guidewire from the catheter, confirming the reported condition. Upon removal of the guidewire, biological obstruction was found in the cannula shaft and catheter tip, which appeared to be dried blood. It was reported that the guide wire was unable to be withdrawn. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. It was also reported that the guide wire was frayed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.